Event description:
It was reported that the patient experienced issues with the inflatable penile prosthesis pump. When the patient squeezed the pump, the cylinders would not inflate. No serious injury was reported.